Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿breasts remained hard¿, ¿photograph demonstrates significant asymmetry with the left breast implant with substantial inferior malposition¿, ¿fever¿ and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient representative reported a patient experienced the events of ¿breasts remained hard¿, ¿photograph demonstrates significant asymmetry with the left breast implant with substantial inferior malposition¿, ¿fever¿ and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future.¿ device has been explanted. This is for the left side. See MFR # 9617229-2017-02290 for right side device.